Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): under infusion: infusing tpn over 18 hours. There is 859 mls still remaining at the end of the time. Reference MFR report 9610825-2014-00040.